Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and firmware errors were observed. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4) .

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.